Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted during testing. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 870 mg/dl at the time of hospitalization. The customer's blood glucose was 535 mg/dl at the time of call. The customer's blood glucose was 599 mg/dl at the end of call. The nurse stated that the customer was wearing the insulin pump at the time of hospitalization. The nurse stated that there were no air bubbles, leaks, insulin issues and site issues found during troubleshooting. The nurse stated that the time and date was programmed incorrectly. The nurse declined to check the settings. The nurse performed high pressure and the insulin pump passed. The nurse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.